Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient presented with evidence of neurogenic pseudo-claudication, as well as more pronounced left l4 radiculopathy and l4-l5 grade 1, 2 spondylolisthesis and underwent the following procedures: l4 decompressive laminectomy. Instrumented l4-l5 transforaminal lumbar interbody fusion with peak graft. Bilateral l5 foraminotomies. Intraoperative microscope. Intraoperative c-arm fluoroscopy. Autograft arthrodesis l4-l5 facets and interbody graft. Use of rhbmp-2/acs and bone graft posterolateral instrumented fusion. Discharge diagnosis: l4-5 spondylolisthesis with neurogenic pseudo-claudication. Left l4 radiculopathy. Postop anemia. As per discharge summary no complications were reported. On an unknown date post-op, patient alleged unspecified injuries due to rhbmp-2/acs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.